Event description:
It was reported that during testing at the user facility, the device would continue to run-on. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.